Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported the patient had a hip revision due to disassociation. It was also noticed the trunnion was worn.

Event description:
It was reported the patient had a hip revision due to disassociation. It was also noticed the trunnion was worn.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed via medical review. Method & results: product evaluation and results: the device was not returned for review; however, photographs were provided. The photographs show a recently explanted metal head with signs of damage due to the disassociation event. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "it was reported the patient had a hip revision due to disassociation. It was also noticed the trunnion was worn. The right tha ap x-ray documents a stem head dissociation. There is significant trunnion deformity with superior material loss on the trunnion. Dissociation of the femoral head from the stem is confirmed as is trunnion deformation. The root cause of the dissociation and trunnion material loss cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. A review of the provided medical records by a clinical consultant indicated: "it was reported the patient had a hip revision due to disassociation. It was also noticed the trunnion was worn. The right tha ap x-ray documents a stem head dissociation. There is significant trunnion deformity with superior material loss on the trunnion. Dissociation of the femoral head from the stem is confirmed as is trunnion deformation. The root cause of the dissociation and trunnion material loss cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." The device was not returned for review; however, photographs were provided. The photographs show a recently explanted metal head with signs of damage due to the disassociation event. The subject device has been identified to be within scope of nc and CAPA . Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.